Event description:
The customer reported being in the emergency room due to high blood glucose of 660mg/dl, and she was treated with the insulin pump. Troubleshooting was performed. The customer stated that she kept throwing up and having high blood glucose. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.